Manufacturer narrative:
H3 other text : device evaluated by third party.

Event description:
A device was returned to the manufacturer for evaluation to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. In addition, there were findings of corrosion in the device and destroyed connector. There is no patient harm or injury, no medical intervention was required by the patient. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam particles. The device was scrapped.

Manufacturer narrative:
The manufacturer received information in relation to a dream station bipap st30 unit. The device was returned to a third-party service center. During visual inspection of the device, it was determined the power connector of the unit was corroded. In addition, there was contamination from connector oxide. Device was scrapped at customer's request. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.